Event description:
A customer reported to beckman coulter inc. (Bci) that the datalink2000 data manager (dl2000) incorrectly reported phosphorus (phosm) result to the lab info system (lis). A pt sample was tested for phosm and the instrument had sent a "dl" (dynamic low) flag to the dl2000. The dl2000 had a rule to change any phosm result with a "dl" flag to a "<0.5mg/dl" value. The phosm result of "<0.5mg/dl" was reported out of the lab. A fresh sample was collected from the pt and tested for phosm and a result of 6.1mg/dl was obtained. Based on available info, the pt was administered phosphorous based upon the low result reported.

Manufacturer narrative:
Based on retrieved data, an incorrectly configured rule at the dl2000 was discovered. The rule has been corrected at the dl2000. The incorrectly configured rule is the root cause for this event.